Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 487mg/dl. The customer stated that they need to get off the phone to manually treat themselves and will call back to troubleshoot the issue. The customer stated they will monitor their blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.